Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that an unknown size aortic valve in aortic position was disabled after an unknown implant duration due to unknown reasons. Tavr was completed with a 23mm 9755rsl transcatheter valve.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: a1-a3, b4, b5, b7, d1, d4, d6, g3, g6, h2, h6 (clinical code, device code, type of investigation). H11: corrective data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted.

Event description:
It was reported that a 23mm 2800tfx aortic valve in aortic position was disabled via valve in valve procedure after an implant duration of 11 years, 7 months due to stenosis. Patient presented with shortness of breath. Tavr was completed with a 23mm 9755rsl transcatheter valve and patient was sent to recovery in stable condition.